Event description:
It was reported that the doctor noted that the intraocular lens (iol) was not centered in the eye, haptic was broken. The issue was noted after implantation of the lens. The lens was removed from the patient's right eye and a new iol of the same same model and diopter was put in without complication. The issue did not affect patient's daily activities. No medical and/or unplanned surgical interventions such as vitrectomy, incision enlargement or sutures required. There was a 15 minute delay in procedure. The patient fully recovered and no injury reported. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 22, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut into three pieces and one of those cuts included the haptic. The other haptic was bent. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.